Manufacturer narrative:
The reported event was addressed with phone support. The customer used the other surgeon side console to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the "follow on matching grip (fomg)" message appeared several times. The customer used another surgeon side console (ssc) to continue with the procedure. The tse advised the customer to power cycle the system after the procedure to check if the issue could be resolved. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without error. The surgeon intended to use both ssc from the beginning, but since the issue occurred, the surgeon could only use one ssc for the rest of the procedure. The issue was not resolved after rebooting the system. The procedure was completed robotically with the other ssc.